Event description:
It was reported that the jaws of her 1837 were broken. A new device was obtained and procedure continued without incident. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was returned without the original stryker sustainability packaging and without the packaging tray. Upon visual inspection, there was bioburden on the jaw of the device. Further inspection showed evidence of all 6 spacer pads intact without being worn down past the acceptable criteria. Visual inspection of the device jaws revealed that the jaw hinge was loose and bent open on the left side of the device jaw. Due to the missing device jaw pin, the device jaws were not aligned and bent to the left when closed. Inspecting the device jaw further, evidence showed the jaw pin missing from the left side hinge of the device jaw. The device plug, which is stryker branded, was inspected for corrosion, damage, and deformation on both sides and none were found. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: grasping on to too much or inappropriate tissue types or staples. Improperly forcing open the jaws of the device. Attempting to remove the device from the trocar with the jaws in the open position device damage to mechanisms during use, shipping damage. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. In case the instrument is accidently dropped on the floor, turn off the generator and unplug the instrument prior to discarding. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. Do not turn the rotation wheel when the lever is latched. Product damage may occur. Turn the rotation wheel on the instrument until the jaws are in the required position. The reported event will continue to be monitored through post-market surveillance.